Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo sheath for which biosense webster¿s product analysis lab (pal) identified the inside and the polytetrafluoroethylene (ptfe) from the inner walls of the vizigo sheath was found partially torn off the inner walls. It was initially reported by the customer that while prepping the vizigo sheath, there was resistance when trying to advance the dilator into the sheath. The vizigo sheath was flushed or irrigated, but the issue still persisted. The caller reported that the fit for the dilator was very "tight." The vizigo sheath was replaced and the issue was resolved. The procedure continued with no further issues. There was no patient consequence. The customer's reported resistance issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 28-may-2026, the bwi pal revealed that a visual inspection of the returned device found the inside and the polytetrafluoroethylene (ptfe) from the inner walls of the vizigo sheath was found partially torn off the inner walls. These findings were reviewed and assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the vizigo sheath device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and borescope examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the sheath and the dilator. Afterward, the dilator was introduced and unusual resistance was felt in several sections of the sheath. The shaft was inspected from the inside and the polytetrafluoroethylene (ptfe) from the inner walls of the vizigo sheath was found partially torn off the inner walls. A device history record was performed for the finished device batch number, and no internal actions were identified. The scratch marks could be related to the resistance with sheath issue reported by the customer; therefore, the complaint was confirmed. The ptfe partial detachment could be related to the procedure while the catheter or needle was introduced and/or removed from the sheath using excessive force to advance, however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).